Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with start dose of vancomycin injection (1gm, intraperitoneal (ip) ) and amikacin injection (500mg, ip) followed by reflin injection (1gm in one bag, ip) and amikacin injection (100mg in one bag, ip) for the event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with start dose of vancomycin injection (1gm, intraperitoneal (ip) ) and amikacin injection (500mg, ip) followed by reflin injection (1gm in one bag, ip) and amikacin injection (100mg in one bag, ip) for the event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.